Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Tia is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented with signs and symptoms of a transient ischemic attack (tia) on (B)(6) 2016, symptoms consisted of slurred speech and facial droop, and resolved after 2 hours. It was stated that the patient was upgraded to status 1a and transplanted on (B)(6) 2016. It was reported that the patient was stable post implant. No additional information available.

Manufacturer narrative:
Trans-ischemic attacks (tias) are transient disruptions in neurological function that usually resolve over time or with limited medical interventions. In this event the symptoms resolved within two hours of onset and there were no reported medical interventions. This is a clinical adverse event with no reported malfunction of the device. There is no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.